Event description:
Customer reportedly received blood glucose result of 214 mg/dl on the aviva system and 113 mg/dl on professional device within 10 minutes. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.